Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing had detached from the infusion set during normal use. Reportedly, they replaced the infusion set and resumed insulin successfully. No further information available.